Event description:
MFR received a report from a dealer alleging that when he opened the consumer's concentrator, he found the inside of the unit "burnt" and the ground plug broken off. No injuries were reported.